Manufacturer narrative:
Investigation results were made available. Additional: h2, h6; correction: b4, b5, g4, g7, h10. Event description: it was reported that the patient was implanted with biolox head on (B)(6) 2018. Patient is being monitored due to dislocation and bone fracture. Review of received data: - no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - this device is intended for treatment. - the compatibility check could not be performed as there is no item# reported. - DHR review could not be performed since no lot number was available. Conclusion summary: it was reported that the patient was implanted with biolox head on (B)(6) 2018. Patient is being monitored due to dislocation and bone fracture. In vivo time of the device is unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation completed.

Manufacturer narrative:
The manufacturer did not receive x-rays but received other source documents for review. The device has not been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
A patient is pursuing a product liability claim because he suffered from a dislocation and a fracture of the greater trochanter.